Manufacturer narrative:
Concomitant medical product: 4542 lead, implanted: (B)(6) 2007. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the battery of the cardiac resynchronization therapy pacemaker (crt-p) "did not hold up." Follow-up was requested from the physician, however, no additional information is available at this time. The crt-p was explanted and replaced. No patient complications have been reported as a result of this event.